Event description:
It was reported the epg (external pulse generator) was returned for repair. Follow-up attempts to obtain additional details were unsuccessful. The epg was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery contacts are compressed. Battery drawer and upper and lower cases are broken. Battery release is contaminated. Lead flex cover is corroded. Ring cover, side bail covers, ring, and side bails are missing. Keyboard is scratched.